Event description:
The hosp reported that at the end of evh procedure, the entire c-ring assembly came off the vasoview 6 unit. An additional incision was made to retrieve the component. No other pt complications occurred.